Event description:
It was reported that prior to use, blade tip is not rotating and the motor is heating. There was no patient involvement. Additional information received that device heated in less than a minute. The device was running at 5000 rpm and was running at 5000rpm. Irrigation was running at 35cc/min. When the other handpiece was tried it worked.

Manufacturer narrative:
H3: product analysis found the handpiece cosmetically not ok, motor is not rotating, unable to perform pre-temperature test, hi-pot test fail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.